Manufacturer narrative:
The plant investigation is in process. A supplemental MDR will be submitted upon completion of this activity.

Event description:
The facility administrator (fa) from a hemodialysis (hd) user facility reported that a combiset blood leak occurred during a patient¿s hd treatment. Approximately thirty minutes into the treatment, an air detector alarm occurred on the 2008t machine being used. Blood was observed coming out of the blood pump tubing segment of the bloodline, and dripping onto the base of the machine. There was no identifiable damage on the combiset tubing. The tubing was inspected prior to treatment and no damage was noted at that point. There were no issues noticed during the prime, and there were no loose connections. Once the blood leak was seen, the staff stopped the machine's blood pump. The patient¿s blood was not returned; estimated blood loss (ebl) was less than 300ml. The fa confirmed there was no patient serious injury, no adverse effects were experienced, and no medical intervention was required as a result of the reported event. The machine was removed from service for evaluation, and the patient was re-setup with new supplies on a different machine. The combiset was confirmed to be available to be returned for manufacturer evaluation. The machine was evaluated by the facility¿s biomedical technician. There were no visible defects found on the blood pump rotor. As a precaution, the blood pump rotor was replaced.

Manufacturer narrative:
Additional information: d9, h3 plant investigation: the complaint sample was returned to the manufacturer for physical evaluation. The sample was returned without its original packaging or label identification. During disinfection of the complaint sample, the alleged failure mode was confirmed; a leak was found in the pump tubing. In addition, a visual inspection was performed of the pump tubing, and during the inspection a tear was found. The cause of the tear could not be established since the sample worked as intended during the priming stage and the incident occurred approximately thirty minutes after the initiation of treatment. However, this kind of damage (a tear) can be caused by incorrect handling of the product either during the manufacturing process or treatment set up. In the 2008t hemodialysis operator¿s manual and instruction insert, there are indications for the use to avoid this kind of damage. A batch records review was conducted by the manufacturer for the reported lot. There were no non-conformances or abnormalities identified during the manufacturing process which could be associated with the reported event. In addition, a device history review was performed and confirmed that the results of the in-progress and final quality control (qc) testing met all requirements. The lot met all specifications for release. A product history review did not reveal a probable cause for the customer complaint. Based on the sample evaluation, the reported event was able to be confirmed.

Event description:
The facility administrator (fa) from a hemodialysis (hd) user facility reported that a combiset blood leak occurred during a patient¿s hd treatment. Approximately thirty minutes into the treatment, an air detector alarm occurred on the 2008t machine being used. Blood was observed coming out of the blood pump tubing segment of the bloodline, and dripping onto the base of the machine. There was no identifiable damage on the combiset tubing. The tubing was inspected prior to treatment and no damage was noted at that point. There were no issues noticed during the prime, and there were no loose connections. Once the blood leak was seen, the staff stopped the machine's blood pump. The patient¿s blood was not returned; estimated blood loss (ebl) was less than 300ml. The fa confirmed there was no patient serious injury, no adverse effects were experienced, and no medical intervention was required as a result of the reported event. The machine was removed from service for evaluation, and the patient was re-setup with new supplies on a different machine. The combiset was confirmed to be available to be returned for manufacturer evaluation. The machine was evaluated by the facility¿s biomedical technician. There were no visible defects found on the blood pump rotor. As a precaution, the blood pump rotor was replaced.